Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the tape prevented the package from being sealed. To aid in the investigation, three samples in packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and the packaging blisters have two additional pieces of black tape; the same tape that is used for the top web splice. No other defects or imperfections were observed. This defect could occur during top web splicing if the operator added two additional pieces of tape. A device history record review was completed for provided material number 302830, lot 3297403. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material# 302830 batch# 3297403 it was reported by customer that the tape prevented the package from being sealed so the product was not sterile. Verbatim rcc received a complaint via phone. Pir attached when the box of syringes was opened. A portion of the syringes had a black tape on the inner and outer package. The tape prevented the package from being sealed so the product was not sterile.

Event description:
Material# 302830. Batch# 3297403. It was reported by customer that the tape prevented the package from being sealed so the product was not sterile. Verbatim: rcc received a complaint via phone. Pir attached when the box of syringes was opened. A portion of the syringes had a black tape on the inner and outer package. The tape prevented the package from being sealed so the product was not sterile.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative